Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. .

Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received 13 june 2022 and attached to file. All issues found with this pump were found during testing and repair at customer's facility. No patient involvement was indicated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual inspection results found that the device tamper seal and battery door were missing upon receipt. Functional evaluation to include non-destructive analysis found the upstream occlusion sensor failed calibration with a value of 1351. The upstream sensor value was below 1373, causing the failure. Results: the customer reported problem was duplicated during the investigation as the upstream occlusion sensor failed calibration. Root cause of the reported problem would be attributed to the upstream sensor value was below 1373, causing the failure. There were no visual deflects with the upstream occlusion sensor. Removal of the downstream occlusion sensor seal revealed a scratched sensor which could cause intermittent issues. An intermittent sensor would also cause calibration issues. The scratch likely occurred during the last seal repair. Recommend replacing the downstream occlusion sensor and upstream occlusion sensor as a precautionary measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.